Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report 1627487-2020-22221. It was reported that high impedance was observed on the leads. The lead was explanted, and a new lead was implanted. The serial number of the explanted lead is unknown therefore both leads are being reported. There were no complications during the procedure. Patient was stable.